Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What is the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Was primary hemostasis achieved? 9. Was the clot disrupted at the time of irrigation? 10. Where was the surgicel used (on what tissue)? 11. How much surgicel was used during the procedure? 12. Was the surgicel product left in place? Was the excess irrigated and removed? 13. What were current symptoms following the index surgical procedure? Onset date? 14. Has any surgical or medical intervention been performed? 15. What is physician¿s opinion as to the cause of or contributing factors of the hematoma? 16. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative hematoma? 17. What is the patient¿s current status? 18. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lumbar decompression procedure on an unknown date and absorbable hemostat was used. The product was used as hemostatic in the operation. It was definitely cleaned before wound closure, and also it was use properly, but it was recognized that the patient got a hematoma after the operation. And a drain was used. A re-operation was performed after the first operation. After removing a blood clot, it took a long time because the bleeding was not stopped. The patient is currently in a hospital. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? To address bleeding. 2. Was primary hemostasis achieved? Yes. 3. Was the surgicel product left in place? Was the excess irrigated and removed? No, the surgeon irrigated the scp. 4. Has any surgical or medical intervention been performed? Reoperation. 5. What is the patient¿s current status? The patient has been stayed in the hospital. The condition is stable. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What is the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. Was the clot disrupted at the time of irrigation? 8. Where was the surgicel used (on what tissue)? 9. How much surgicel was used during the procedure? 10. What were current symptoms following the index surgical procedure? Onset date? 11. What is physician¿s opinion as to the cause of or contributing factors of the hematoma? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative hematoma? 13. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.